Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Gastrointestinal bleeding has been identified as a known potential risk associated with use of the lvad system as outlined in the instructions for use. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remained in patient.

Event description:
It was reported by the vad coordinator that the patient was admitted to the hospital on (B)(6) 2016 with signs and symptoms of a gastrointestinal (gi) bleed. Endoscopy revealed multiple arteriovenous malformation (avms), that they were unable to ligate via scope. All anticoagulation, including anti-platelet (plt) therapy was stopped. On (B)(6) 2016, there was report of elevated watts up to 7.8. Lactic acid dehydrogenase (ldh) was about 450 with plasma-free (pf) hemoglobin (hgb) of 45. The patient was without symptoms. Urine was clear. Active gi bleed continued with hematocrit (hct) of 23. Decision was made to start heparin for acute coronary syndrome (acs) without bolus. Watts then increased to 10. Hematuria was noted on (B)(6) 2016 with increased ldh and an inr level of 1.6. Heparin acs with bolus was given. The patient had power up to 18-19, and back to 8, "so quite dynamic". The plan was to change heparin acs to venous thromboembolism (vte) heparin with bolus, stop danazol, start aspirin 325 mg and ocreotide, and follow labs and vad parameters. Physician was consulted and he explained that he thought the best thing for this patient would be to support him with inotropes, and leave the thrombosed pump in place, potentially occluding the outflow graft with amplatzer device. The patient was not a candidate for pump exchange due to risk for surgery and it was stated that "it doesn't solve the underlying problem". Anticoagulation (ac) treatment was considered a real risk for worsening gastrointestinal bleed (gib) due to avms for which no treatment options were available. The pump was turned off around 1200 mountain standard time and the patient died around 2000 mountain standard time. The pump will not be returned as an autopsy was not performed. Preliminary log file analysis performed on (B)(6) 2016 revealed 90 high watt alarms since (B)(6) 2016. A rise in power consumption was observed starting (B)(6) 2016. No further information was provided.

Manufacturer narrative:
Additional information provided by clinical specialist stated that the patient's anticoagulation medications were held due to inr of 1.6. The patient initially presented with bloody stools and underwent an endoscopy procedure, but interventions were not possible. There was no official cause of death, but it was reported that the patient expired after withdrawal of life support.  The medical team believes the event was unrelated to the lvad system. Update to clinical database was received and indicated that it was noted on (B)(6) 2016 that the patient had power elevations greater than 6 watts, whereas the patient's normal power range was approximately 3-4 watts. This was associated with elevations in flows of 10 lpm or greater. He did not report any symptoms associated with this change. Labs were sent to check for markers of hemolysis and these were elevated with an ldh of 439, increased from 297 that morning. He also had plasma free hemoglobin of 43 and his urine showed small amount of hemoglobin with no red blood cells. It was decided to start the patient on heparin even though the patient was still actively gi bleeding. With evidence showing possible hemolysis and lvad thrombus, it was decided that the greater life-threatening bleed there was an option for support with transfusions. The patient urine had become dark and his ldh had increased up to a level of 1921 and the plasma free hemoglobin peaked at 160.0. The patient's anticoagulation was increased to a vte protocol with boluses and he received a dose of aspirin as well, but despite the anticoagulation, the hemolysis labs continued to show escalation of hemolysis and progression of pump thrombosis. The patient was not a candidate for pump exchange due to his active gi bleeding from a small bowel source that was not able to be intervened upon. The patient on his last echocardiogram did have an ejection fraction of approximately 25% with normal right ventricular (rv) function. The patient had not struggled with heart failure following placement of his lvad. There were many unknowns as to whether he would tolerate stopping the lvad even though he had evidence of contractility on echocardiogram as this was in the setting of full lvad support. They did not have the benefit of being able to take time to do turn down echoes or hemodynamic or functional studies as is sometimes done prior to stopping or removing the lvad, given the urgency of the situation. The patient's mortality was assured with this ongoing progressing pump thrombosis and it was decided that the patient would be taken to the cath lab where the outflow graft was occluded with a vascular plug and the lvad was turned off. Post procedure the patient was taken to the cardiac/coronary care unit (ccu). Throughout the course of the day, the patient's pressor requirement increased significantly and his lactate was rising. His mentation began to decline and he began to appear uncomfortable. Family members were present at the bedside and discussions were held. Given his very poor prognosis and the fact that he was showing signs of discomfort, the decision was made to transition care over to comfort. The patient was given appropriate medications to ensure his comfort and at that time all pressors were discontinued and the patient passed quickly and peacefully with family at the bedside. The patient expired (B)(6) 2016 at 1725. The primary investigator deemed the event as related to the patient's condition and unrelated to the lvad procedure and system. Hw21534 was not returned for evaluation. Review of manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis confirmed the reported event as 90 high watt alarms have been logged since september 13, 2016. A rise in power consumption was observed starting september 11, 2016 to parameters outside normal operating range. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported gi bleed, pump high watts, hemolysis, and suspected thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. While the root cause of the event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Underlying individual patient factors and comorbidities may also have played a role. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.